Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they experienced "arm pain" after ten days of wearing the adc device. Customer reported that they were then unable to treat themselves, and they were hospitalized at the end of (B)(6) 2022, where they received unspecified treatment by a healthcare professional. There were no further details reported. There was no report of death or permanent injury associated with this event.